Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's wake button was stuck. During troubleshooting with tandem technical support, the customer confirmed that the wake button was able to be pressed and was functioning normally. The customer's blood glucose levels ranged from 70 mg/dl to 80 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.